Manufacturer narrative:
A steris service technician arrived on site, inspected the unit, and found that the door was damaged and required replacement. The technician replaced the door, tested the unit, and confirmed it to be operating according to specification. The door has been returned to steris for evaluation. A follow-up MDR will be submitted should additional information be identified during the door's evaluation.

Event description:
The user facility reported that the upper door fell off their warming cabinet. No report of injury or procedural delay or cancellation.

Manufacturer narrative:
The evaluation confirmed the door was damaged which caused it to detach from the unit. No injuries occurred as a result of the detachment. The service technician replaced the door and returned it to service no additional issues have been reported.